Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was recently hospitalized due to an infection and high blood glucose levels. Blood glucose level at the time of admission was 1,000 mg/dl. Customer was wearing the insulin pump at the time of the incident. Customer was discharged, but experienced high blood glucose levels again and returned to the emergency room within 24 hours. Customer was treated and released. The insulin pump was not replaced or returned for analysis.